Event description:
It was reported that blood was found in the packaging and on the bd insyte¿ autoguard¿ bc winged shielded IV catheter blood control technology barrel before use. The following information was provided by the initial reporter, translated from japanese: "according to the customer's report, the hcp noticed that the package was found to be dirty before use." Via bdj investigation team: "the sample has been opened, and it was confirmed that there was a brown fm on the barrel. Since it looked like blood, the fm was wiped with a damp cotton swab, and an occult blood reaction was confirmed with a urine test strip, which proved to be blood."

Manufacturer narrative:
H6: investigation summary bd received a 24 gauge insyte autoguard blood control pro winged unit from lot 2279392 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed a pieces of light red foreign matter (fm) present on the grip, packaging, and catheter tubing. A sample of the fm was sent for ftir testing and it was determined to be zein. Zein is used in many products such as coatings, plastics, textiles, and adhesives. It is also used as coatings for foods and many pharmaceutical products. It was also determined that some of the fm was likely dried blood. Therefore, based off the visual inspection and testing the engineer was able to verify the reported defect. Unfortunately, a definitive root cause could not be determined for where the fm originated from. H3 other text : see h10.

Event description:
It was reported that blood was found in the packaging and on the bd insyte¿ autoguard¿ bc winged shielded IV catheter blood control technology barrel before use. The following information was provided by the initial reporter, translated from japanese: "according to the customer's report, the hcp noticed that the package was found to be dirty before use." Via bdj investigation team: "the sample has been opened, and it was confirmed that there was a brown fm on the barrel. Since it looked like blood, the fm was wiped with a damp cotton swab, and an occult blood reaction was confirmed with a urine test strip, which proved to be blood."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.